Event description:
Report received of an independent rate change. Voluntary medwatch received via cdrh that states: "pump infusing nss at 400 ml/hr. Programmed and set at 60 ml/hr. After attempting to reset at 60 ml/hr x2, screen displayed "malfunction code #24". The customer was contacted for additional info. The pump was programmed to infuse normal saline at 60 ml/hr; however, the pump display indicated that the pump was infusing at 400 ml/hr. The pump was reprogrammed to a rate of 60 ml/hr and again the pump display indicated 400 ml/hr. The pump then sounded an audible alarm ad displayed the message "malfunction code 24". This event occurred at set-up and the pt did not receive the normal saline at 400 ml/hr. The pump was removed from the clinical service and a replacement pump was used to infuse the normal saline. The pt did not experience any adverse effect/ though requested, there was no further info available.